Event description:
I was using the abbott libre sensor 3+ blood glucose monitoring sensors and was having a lot of low blood sugar warnings over a few weeks, so I lowered my insulin intake and was drinking a lot of orange juice, glucose tablets, etc and my blood sugar was never above the "normal" level for a type 1 diabetic. I was feeling very bad and could not walk from point a to point b without my heart pounding and feeling very weak at work. I could not function at my job very well. My fiancée suggested I go to the ER one night. Eventually, I tried my old blood glucose measuring test kit and my blood sugar was 586 instead of the 90 that my libre 3+ sensor recorded! I immediately ceased taking the readings as 'gospel" and switched back to my old blood testing kit but I kept the sensor on so I could create a log of "actual vs libre 3+" readings. There was no consistency and I pulled of the sensor and called abbott. They sent me 2 replacement sensors which I have not used as I no longer trust their product as it made me very sick and did some eye damage having such high blood sugar for several weeks.